Event description:
During a myomectomy procedure, the doctor was suturing the uterus with a 0 vicryl CT-1 needle. While suturing, the needle flexed in the middle and broke in two. The team was unable to locate the broken tip and ordered an x-ray to be taken. X-ray was called to the room and was able to visualize the broken tip which was subsequently retrieved from the patient's abdomen. The needle fragments were sequestered and placed in the biomed bin in the c-core decontamination room.